Manufacturer narrative:
On 27-jan-2026, the cadiere forceps instrument was further reviewed by the manufacturing engineering team. The initial investigation was confirmed, the distal idler pulleys were missing, and the distal grip cables were broken. Additionally, there was significant damage observed on the swage where the distal idler pulleys sit. The missing distal pulleys is likely due to the damage on the swage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have two 2 distal pulleys missing from the distal clevis. The distal pulleys were not returned with the instrument. One of the pulleys measured approximately 3.45mm in diameter x 1.30mm in height. Additional observation related to the customer reported complaint was that the instrument was found to have a broken grip cable at the idler distal pulleys, which were missing. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the cadiere forceps instrument was fractured. The fractured part was completely removed, and no fragment remained in the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer observed a metal ring in the abdomen and a torn metal wire at the end of the forceps. The visible washer was removed from the patient's abdomen. The instrument was inspected prior to use, and no damage was noted. The surgical task being performed at the time of the device fragment falling inside of the patient was tissue grasping. The surgeon did not have an opinion on what could have caused the instrument breakage. The instrument was in use for 30 minutes when the issue occurred. There were no issues with the functionality of the instrument noted. There was no collision of the instrument or any other hard material during surgical procedure. The fragment didn't fall inside of the patient due to an instrument/accessory tip collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff didn't feel resistance while removing the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. No resistance was noted while moving the instrument through the cannula. There was no damage noted to the cannula or the instrument after the incident. The fragment was retrieved laparoscopically with forceps. All fragments were recovered, and no additional surgical procedure was required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing post-surgical complications related to foreign objects. The instrument is available for return and will be shipped. The fragment will be included. Photographic images were available for review.

Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis evaluation. A review of the provided image was performed, and a broken grip cable was noted on the cadiere forceps. The images also show a detached distal idler pulley. There were two distal idler pulleys that have detached from the same side of the distal clevis, but the pictures only show one of the pulleys.